Event description:
Clinical trial. It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt expired. The index procedure treated the 90% stenosed, 2.25x28mm proximal lad (left anterior descending) lesion. Treatment consisted of predilation and placement of a 2.25x32mm taxus liberte atom stent resulting in 0% residual stenosis. A non-target lesion of the proximal rca (right coronary artery) was also treated with another manufacturer's stent. The pt was discharged two days post procedure on asa and plavix. A the time of the study three year follow up visit, the pt was noted to be taking asa only. In 2008, the pt was hospitalized due to a fall. On day 1225, the pt expired.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.